Manufacturer narrative:
(B)(4).

Event description:
It was reported during insertion the nurse noticed the peel-away sheath broke/cracked open at the tabs prior to splitting the tabs open. As a result, another kit was used to complete the procedure. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned sample. The customer provided one peel-away sheath. The dilator was not returned. The sheath had a partial split along the score line on one side only starting in the middle of the body, and not extending to the distal tip or proximal hub. It extends from 8 mm from the tip to 2.0 cm. The score line on the other side was not split, but appears damaged. Microscopic examination confirmed a dent in the sheath body where the split started in the middle of the body. This confirms that the sheath was bent or buckled while in the patient during the insertion process; likely when removing the dilator or inserting the catheter. The bend or buckle caused the split. A review of manufacturing records did not yield any relevant findings. The provided instructions describe suggested techniques for placement of the sheath / dilator assembly. Operational context caused or contributed to this event. No further actions will be taken.